Event description:
Related manufacturing ref 3005334138-2018-00157. During a premature ventricular contraction procedure, a cardiac tamponade occurred and the patient expired. While mapping with the tacticath the distal electrode appeared further away from the second electrode and the generator emitted a high impedance error. The catheter was moved to the aorta and displayed as intended. The physician decided to replaced the catheter for a tacticath se and the procedure was continued. Following ablation, the patient's heart did not appear to be contracting properly and a cardiac ultrasound was performed and revealed no anomalies. The procedure continued and after 30 minutes the patient was noted to be unresponsive and the EKG displayed st depression. A cardiac ultrasound was performed and revealed a cardiac tamponade. A pericardiocentesis was performed but the patient was in ventricular fibrillation. Cardiac resuscitation was initiated, angiography of the coronary veins confirmed there was no occlusions or thrombus. After an hour of resuscitation the patient expired.

Manufacturer narrative:
The device met specifications for leak testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The analysis of the log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, electrode 1 read as an open circuit during electrical testing. Further testing revealed a fracture in the rf conductor wire just proximal to the weld joint on the rf plate, consistent with the open circuit detected and the reported display and impedance issues. The cause of the reported cardiac tamponade and subsequent patient expiration could not be conclusively determined.